Manufacturer narrative:
Device is a combuination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 28mm promus element plus drug-eluting stent was advanced through a guide wire for treatment. However, the device was unable to cross the lesion. The device was removed and the stent was found damaged. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. B5 - describe event or problem corrected. Device evaluated by MFR.: promus element plus,mr,ous 3.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues. Recommended guidewire inserted through distal tip and exited at exchange port without issue. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid left anterior descending artery. After advancing the guidewire, a 3.50x28mm promus element plus was advanced but failed to cross the lesion. The device was removed and the stent was damaged. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. B5 - describe event or problem corrected.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid left anterior descending artery. After advancing the guidewire, a 3.50x28mm promus element plus was advanced but failed to cross the lesion. The device was removed and the stent was damaged. The procedure was completed with a differen device. No patient complications were reported and patient status was stable.